Event description:
It was reported that the patient had a security wand passed over her spinal cord stimulation (scs) implantable pulse generator (ipg). She immediately felt an electrical shock sensation originating from the ipg, and the handset displayed an error message. Following this event, the ipg began to heat up during use and the device depleted quickly. The patient was only able to operate the device on a tonic program, and she continued to experience electric twang sensations whenever the device was switched on; these sensations stopped when the ipg was turned off. Despite troubleshooting and programming optimization attempts, the abnormal sensations persisted. The patient has turned the stimulation off until further action can be taken.